Event description:
Philips received a complaint on the v60 ventilator indicating that there was a watchdog test failure alarm. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The field service engineer (fse) evaluated the device and found that the device produced a watchdog test failure alarm. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba). In a good faith effort (gfe) response received from the fse, it was stated that the cpu pcba replacement is believed to have resolved the watchdog test failure. However, confirmation of this resolution is pending the successful completion of testing and verification on the device. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) completed a performance verification test and the device passed all of the included testing, confirming that the central processing unit (cpu) printed circuit board assembly (pcba) replacement resolved the watchdog test failed alarm issue. The fse confirmed that the device met the manufacturers' specifications for service and the device was returned to use.